Event description:
It was reported that subsequent to a percutaneous coronary intervention, patient experienced thrombosis. In (B)(6) 2013, patient presented to the hospital and revealed a "kind of ulcerated ectatic area" located in the left anterior descending artery (lad). A 4.00mm x 16mm veriflex bare metal stent was selected and deployed to treat the target lesion. After which, a 4.5 x 8 quantum balloon catheter was used for post dilation. However, it was noted that the stent got thrombosed five days post procedure, so the physician "debride" the thrombosis. No further patient complications were reported and the patient was doing fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).